Manufacturer narrative:
Additional product code: hwc. Implant date reported as: (B)(6) 2012. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no complaint related anomalies were found. The device history record shows lot# 6343317 of part#02.110.730 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: one lcp volar column distal radius plate 02.110.730, lot# 6343317, mfg mar2010), one cortex screw, one locking screw, and six buttress pins were returned under the category of ¿adverse event, no reported product problem.¿ the received parts are in overall good condition, the plate has very minor surface scratches. The drawing for the plate ((B)(4)) was reviewed and found to be adequate for its intended use. These implants were explanted following the fracture having healed and due to an adverse event. The complaint history for this family of plates was reviewed between (B)(4) 2008 and (B)(4) 2014 and this is the only explant for ¿no reported product problem¿. In conclusion, there was no complaint against these parts and they are adequate for their intended uses if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2014, a locking compression plate (lcp) volar column distal radius plate and eight screws implanted in (B)(6) 2012 were removed and a tendon reconstruction surgery was done. Surgeon confirmed that the fracture was healed and a flexor pollicis tendon was ruptured. Since about two weeks prior to the surgery, the patient started experiencing discomfort and could not bend the right thumb. There was no delay in the revision surgery and it was successfully completed. The patient was fine. This is report number 1 of 4 for (B)(4).